Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the fio2% drifting with increasing fio2 (fio2 set to 60 - fio2% 62. Fio2 set to 80 - fio2% 84%. Fio2 set to 90 - fio2% 97 out of specification, high fio2 alarm). The transducers was calibrated including blended gas pressure transducer. High fio2 alarm did not reappear but fio2% was slightly drifting upwards when they tested the unit. The oxygen sensor was replaced and the drift was corrected. Performed operational verification procedure and the ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has high fio2 and invalid gas ID alarm. At this time there was no information of patient involvement reported with this event.